Event description:
The user facility reported the vitrectomy cutter stopped cutting during the surgical procedure. A back up pack was opened and the procedure continued without incident. There was no injury to the pt.

Manufacturer narrative:
Eval completed. One 25ga cutter was returned in a plastic zip lock bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent approx 15 degrees or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle does not retract from the port when set at 5000 c.p.m. Causing the port to be blocked. At lower cut rates the cutter cuts intermittently. As the cut rate increases the inner needle retraction decreases until it eventually blocks the port window preventing cutting and reducing aspiration. The cutter cannot cut in this condition. The sterilization and lot history records have been reviewed and found to be acceptable.